Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. A replacement device was used to complete the procedure. The cord came back from processing without the coupling on the end. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. A replacement device was used to complete the procedure. The cord came back from processing without the coupling on the end. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. One of the two cord end collars was observed to be broken. An electrical evaluation could not be conducted due to the breakage in the cord. Based upon the returned condition of the reported device and the evaluation results, the reported failure ¿failure to deliver energy¿ was not confirmed, however the reported failure "break" is confirmed.